Event description:
It was reported by a company representative that a surgeon experienced difficulties inserting the lead in the generator during an initial implantation. The company representative called from the operating room and said that insertion difficulties were experienced once the lead electrodes were placed in the vagus nerve and the generator was opened. A back-up generator was opened, and the insertion difficulties persisted. The implanted lead was explanted and a back-up lead was opened and its pin was successfully inserted in the back-up generator. The generator and the lead that were opened first were discarded. Attempts to recover the explanted products have been unsuccessful to date.